Manufacturer narrative:
It was reported that the user experienced severe hypoglycemia with a bg of 20 mg/dl after making two breakfast meal announcements and consuming inadequate carbohydrates, which resulted in loss of consciousness and hospital admission. The user was treated with IV dextrose and oral glucose and discharged the next day. The device has not been returned; no malfunction has been identified based on available data. Investigation remains ongoing, and a supplemental report will be submitted if new findings arise.

Event description:
On (B)(6) 2025 the user was hospitalized for hypoglycemia with a bg of 20 mg/dl after unintentionally entering two breakfast meal announcements and consuming insufficient carbohydrates for the delivered insulin dose. The user lost consciousness while at a medical appointment in the same facility as the hospital wing that he was transferred to for treatment. The user was stabilized with IV dextrose and oral glucose and discharged on (B)(6) 2025.